Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The trailing haptic broke off during insertion. Lens was removed with no widen incision and no sutures. No patient injury. Another same model and size lens was used.

Manufacturer narrative:
(B)(4).